Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer found air bubbles in the reservoir tube of their insulin pump. The patient's blood glucose level was at 345 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer disconnected from the insulin pump. No further information was provided.